Manufacturer narrative:
(B) (4): evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt's condition. Analysis: upon receipt and medtronic's quality lab, all leaflets were stiff due to thrombotic host tissue on the outflow. Thick glistening off-white pannus lined the sewing ring on the outflow adjacent to the right and non-coronary cusps extending over the outflow rails to the right non-coronary and non-coronary left stent posts covering part of the non-coronary left commissure, possibly restricting leaflet movement. Tan to brown thrombotic host tissue filled and stiffened all cusps on the outflow. Radiography shows no evidence of mineralization in the valve or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted almost two years, was explanted due to stenosis secondary to thrombus formation. It was reported that there was no dissatisfaction with the performance or durability of the valve. Info received indicates that the pt has a history of previous hypercoaguable state.